Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with imipenem injection (500mg each bags, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospitalized and was recovered nine days after the event onset. Pd therapy was ongoing. No additional information is available.